Event description:
During a ptca procedure, the balloon catheter was removed to insert the stent. The pt experienced tamponade due to a perforation reportedly caused by the wire. Pericardial centesis was performed and the perforation clotted off. The case was stopped, no stent was placed. Pt status is listed as "ok".